Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 29-sep-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a proper image was not displayed because communication failure occurred due to a malfunction caused by a kink on the camera cable or corrosion found on the electrical contacts of the video connector. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for investigation. The camera head was tested and no proper image was shown when connecting the device to the video processor due to twisted camera cable defectiveness .the screen only displayed horizontal lines from top to bottom. In addition, traces of corrosion were noticed on the video connector electrical contact. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the hd autoclavable camera head has image issues and connection problem. The event occurred during procedure and the use of another equipment was used to complete the procedure. During a standard service inspection of the returned device, camera cable defectiveness and corrosion on the video connector electrical contact were noted. This report is being submitted to capture the reportable issues found at inspection. There was no patient harm or impact to patient care reported for this event.